Manufacturer narrative:
Device analysis cannot be performed, no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient reportedly experienced eye irritation in the left (os) eye after instilling a trial lens dispensed by the eye care provider on (B)(6) 2018. They eye care provider indicates there was rust adherent to the posterior surface of the contact lens which resulted in mild staining and a large superior abrasion at the pupillary edge. The lens in question was discarded. The patient was prescribed ofloxacin drops and was seen for follow-up care on (B)(6) 2018. The physician indicates that as of (B)(6) 2018 the incident is fully resolved. This event is being reported due to the described size and location of the abrasion as well as the use of antibiotic medication.